Event description:
Devilbiss healthcare is the manufacturer of the device which is an oxygen concentrator. The device has not been returned for evaluation. Due to hipaa regulations and company policy no information on the end-user was given to us by the service provider. We are filing this report in an overabundance of caution. A service call was made for the oxygen concentrator. They ran out of portable oxygen and a call was made to 911. The patient passed away in the hospital.